Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 44, 203 mg/dl. The customer was treated with the glucose tablet. The troubleshooting was performed for the low blood glucose. The insulin pump will not be returned for analysis.